Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 517 mg/dl and 528 mg/dl. The customer treated high blood glucose with manual injections. Customer's blood glucose value was 176 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and they did contact their healthcare professional. The customer states that when they had the high blood glucose levels she kept bolusing and changing the site and then continued to bolus again and it was not working. The troubleshooting was performed. The drive support cap appeared normal. Customer's daughter stated that the customer is connected to the reservoir but the reservoir is out of the pump. Explained safety hazards of doing that. There were air bubbles noticed in the reservoir during troubleshoot. Customer was advised to treat per healthcare professional's recommendation. The insulin pump was returned for analysis.